Manufacturer narrative:
The reported field event of inappropriate therapies were delivered due to noise was confirmed in the laboratory due to review of device image. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the noise was undetermined.

Event description:
It was reported that the patient presented in the hospital after receiving multiple inappropriate shocks. It was noted that the implantable cardiac defibrillator, atrial lead and the right ventricular lead exhibited noise. It was suspected that the noise could be a result of emi but noise could not be reproduced. The ICD was explanted and replaced. The leads were reused with the new device. The patient was stable prior, during and post procedure.